Manufacturer narrative:
No pump error 63 noted during testing, however, pump error 63 was present in the pump trace download due to broken trace at pin on keypad assembly. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failures alarm. The customer states that they were able to clear alarm. Customer was able to complete insulin pump rewind. The customer performed self-test and it did not pass. The device will be returned for analysis.